Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, cracked reservoir window and cracked case near the display window corners were noted during the visual inspection. However, moisture damage was noted on the keypad traces. No button error alarm was noted.

Event description:
It was reported that the insulin pump alarmed for button error. Blood glucose reading at the time was 306 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.